Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen was fuzzy in appearance and customer could not read the screen. Customer's blood glucose was 188 mg/dl. Customer reverted to using an alternate method of insulin therapy.